Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the tool was received as used and fractured just below the head. The likely cause of failure is due to tool was used in an attachment with failed bearings. The bearings could not properly support the tool, which led to instability which led to fracture. It was also noted that stem material was discolored at the fracture site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the cutter fractured at the junction between the shank and the ball. This raised a significant risk of breach and potential loss of the bur tip into the spinal canal. However, additional information indicated that the fragment was retrieved with pliers within five minutes, and there was no impact on the patient. It was also reported that the procedure was completed with the additional device.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.